Manufacturer narrative:
Investigation conclusion a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information source: online review.

Event description:
Customer reporting several false negative sars results. It is unknown how the customer confirmed diagnosis of covid and further contact with customer is not possible. Two reports will be filed for unknown number of results. Report 2 of 2.